Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. In addition, it would not prevent the driver from performing its life-sustaining functions.the freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.(B)(4).

Event description:
The freedom driver was not supporting a patient. The customer reported that the freedom driver exhibited a "galloping" noise when turned on.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The driver passed all functional test requirements with no anomalies or alarms. In addition, the driver was subjected to a 48 hour observation run and was confirmed to perform as intended with no issues. No unusual noises were heard. The driver performed as intended, and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer reported that the freedom driver exhibited a "galloping" noise when turned on.